Event description:
Boston scientific received information that this device was successfully interrogated with 8.5 years of life remaining. Approximately two years later, the device was unsuccessfully interrogated with multiple programmers. Additionally, no tones were observed upon magnet application. The patient was in sinus rhythm. Technical services was consulted and recommended device replacement. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies/noted a small dent on the front of the device case. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.